Event description:
It was later reported, the lead impedance measurement remains high.

Event description:
It was reported the right ventricular lead impedance measurement had been chronically increasing and was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. There were two patient alerts for out of tolerance subthreshold lead impedance measurements on (B)(4) 2012 and (B)(4) 2013. The weekly pacing lead trend data shows an increase for the minimum and maximum rv pacing lead impedance measurements from 1344 to 2496 ohms peak between (B)(4) 2012 and (B)(4) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.